Event description:
The hospital reported the left front wheel detached from the base of the unit during transport. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base and wheel were replaced to resolve the issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).